Event description:
It was reported that an ilet bionic pancreas experienced a cracked touch screen that rendered the display unusable, and the device was no longer watertight; the user could not navigate the screen despite prior data sync, and the device will be replaced. Customer care provided support that included user education regarding shutdown, data sync to the mobile app, and device return. Investigation of this case revealed physical damage to the screen that impaired functionality. No symptoms, no injury and no reported changes in blood glucose reported. Outcomes included the user switching to alternate therapy as needed and continuing glucose monitoring with a compatible cgm application or receiver until the replacement arrives. It was concluded that the device sustained product damage to the display component, resulting in loss of usability and loss of water resistance, and replacement is required.